Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed since at the time of this investigation the product has not been received. Per information provided material is not available. If the product is returned regarding this event the case will be reopened to complete sample evaluation. The reported issue could not be verified, and product quality deficiency could not be determined manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR, section h6 the medical device problem code provided was 1069-break. However, the appropriate medical device problem code for the reported event is 4008. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jun 15, 2021 section h3: evaluated by manufacturer: yes device evaluation: the device was returned in its original packaging. Upon evaluation of the device all the components were correctly engaged, and pushrod was in a fully advanced position. No assembly error and/or defect related to manufacturing process was observed. Lubricant material residues were observed in the cartridge and in the storage zone of the lens. The lens was received outside the device and attached to a paper with adhesive tape. It was torn and the haptics were slightly distorted. The reported iol torn and haptic damaged were verified. Stuck in cartridge condition was not verified. Due to the condition of the sample returned product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted; give date: not applicable. The iol was not implanted. If explanted; give date: not applicable. The iol was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) tore while inserting it into the operative eye. The haptic hung. Through follow-up the customer explained that the cartridge went into the eye but the iol would not come out of cartridge. The procedure was completed using a backup iol of the same model and diopter. There were no complications such as incision enlargement, capsule tear, unplanned vitrectomy, or sutures. Reportedly, the patient has had no issues post-op. No further information was provided.